Event description:
Boston scientific received information that the patient implanted with this pacemaker has experienced multiple syncopal episodes. The patient was completely pacemaker dependent and there were some pauses in pacing noted and loss of capture when the patient pressed against the field representative's hands or bent over. The complete system was removed and there were no additional adverse patient effects.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.